Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed food without delivering enough insulin for the amount of food consumed, and experienced an elevated blood glucose (bg) level of 550 mg/dl. A 30 unit bolus was delivered to address the bg level. The customer verified that the reported issue occurred due to user error.